Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to faulty force sensor resistor. Unable to test for excessive no delivery alarms due to prime anomaly. However, the insulin pump passed rewind test, basic occlusion test and displacement test. The insulin pump had cracked lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a recurring no delivery alarm. The customer's blood glucose was 300 mg/dl at the time of incident. The customer stated that the insulin did exit during fixed prime. The insulin pump will be returned for analysis.